Event description:
The pt received the scs system including two percutaneous leads (from the same lot) on (B)(6) 2010. It has been reported, the pt had experienced a fall due to having trouble with his knee. The pt reported being without stimulation. A full parameter diagnostic revealed invalid impedance on all contacts. X-rays confirmed both the leads have been fractured. A surgical intervention to resolve the issue is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.